Event description:
The customer reported approximately one cup of clear-blue fluid leaked underneath the unit and on the counter during controls analysis involving coulter act diff 12 analyzer. The customer had on gloves and cleaned the fluid with paper towel. The customer opened the front and side doors of the unit and did not witness any evidence of fluid from the baths. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident.

Manufacturer narrative:
On (B)(6) 2012, the customer canceled on-site service. The customer stated the waste drain from the unit was blocked. The customer cleared the blockage and resolved the issue. The unit was in normal operation. The customer has an exposure control/risk management plan at the facility. (B)(4).